Event description:
Electrosurgical handpiece used on cautery was not on holster and was on top of patient. Surgeon leaned on device, unintentionally activating and causing a small two cm skin break. Area treated per physician order.